Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the customer reported a reduction of vacuum during surgery while in the cortex step. The surgeon had to move the tip near capsular bag and the capsular bag was broken by vacuum. The surgeon completed an anterior vitrectomy. The cassette was discarded. No sample will be returned. The event date was (B)(6) 2016 on the left eye (os) of a male patient. Additional information was requested with none received to date. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on (B)(6) 2015. Based on qa assessment, the product met specifications at the time of release. This is one of three complaints reported for this finished goods consumable lot. All three of the complaints reported for finished consumable goods lot are for this issue. Review of the device history record (DHR) indicates the order was built to specification. A sample has not been returned for this complaint. Therefore, a visual inspection and functional testing could not be performed. The system operator's manual provides instructions for aspiration/suction issues. The root cause of the customer's complaint could not be determined as a consumable sample was not returned for investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, decreased vacuum was experienced during the cortex mode. The surgeon had to place the phaco tip near the capsular bag and as a result, the capsular bag tore. An anterior vitrectomy was performed. The case was completed.